Event description:
It was reported by service report that the patient left foot side rail was cracked with exposed sharp edges and would not lock in the upright position. No patient involvement or adverse consequences are reported.